Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer was hospitalized while using the aviva system. At an unknown time the customer received a blood glucose result that she trusted, and did not take any action based on the result. A short time later the customer experienced a convulsive attack and was no longer responsive. At this time, the husband tested the customer's blood sugar and received a result of 145 mg/dl on the aviva system. The husband called the emergency doctor, and transported the customer to the hospital. At the hospital the customer received a blood glucose result of 60 mg/dl, and was treated with an 'infusion'. The patient was admitted overnight in the hospital and discharged on (B)(6) 2017. Return of the suspect device was requested for evaluation.